Event description:
It was reported that the ipg was unable to communicate with the pt programmer and the charger. The pt programmer displayed communication error. The pt stopped using the stimulation approximately two months ago. One week ago, the pt attempted to charge the device without success. Replacement charger was unable to resolve the issue. The device was in the process of replacement. No further information is available at this time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt¿s medical history and is unable to form an opinion as to the relevancy of the pt¿s history to the event reported. Sjm defers to the pt¿s physician regarding medical history.